Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit, on behalf of the (B)(4), that includes this safety needle. Yangzhou medline industry manufactures the needle that is included in the ancillary adult convenience kit (1176194, lot 210217-gb1). Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the needle. We have notified (B)(4) who will pass along this information to yangzhou medline industry, the manufacturer of the needle so they may conduct a device evaluation as warranted.

Event description:
Customer reported that needles are breaking and/or bending in vials and patients.